Event description:
An aneurx stent graft system was implanted in a pt for the emergent endovascular treatment of abdominal aortic aneurysm approximately 8 years ago. Aneurysm and vessel morphology were not reported. It is unk how the pt presented. A recent CT demonstrated that the aneurx stent graft (2953200-2011-01224) has migrated with a type I endoleak and the aneurysm has ruptured. It was reported that the migration was due to aortic neck dilatation and aortic neck elongation. The physician elected to implant an 28 mm aneurx aortic cuff (2953200-2011-01225) and a 32 mm endurant aortic cuff (2953200-2011-01226) and the migration and endoleak were resolved. It was reported that two days post-intervention, the pt expired, the cause to death was not reported.

Manufacturer narrative:
(B)(4). Evaluation, results: death, ruptured aneurysm, stent graft migration, endoleak. Disease progression; aortic neck dilatation. Evaluation, conclusion: disease progression; aortic neck dilatation.